Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default investigation summary: bd did not receive samples or photos from the customer in support of this complaint. Therefore, 10 retention tubes from the bd inventory were visually inspected and functionally tested and the issue of underfill was not observed as all tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure mode no samples were received, and the defect was not observed in the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 200 bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes underfilled. The following information was provided by the initial reporter: "preanalytical staff reports that the tube doesn't allow to be filled till the limit mark stated (they fill under the quantity)".

Manufacturer narrative:
H6: investigation summary: mat: 367863. Lot: 1040956. Bd did not receive samples or photos from the customer in support of this complaint. Therefore, 10 retention tubes from the bd inventory were visually inspected and functionally tested and the issue of underfill was not observed as all tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure mode no samples were received, and the defect was not observed in the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 200 bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes underfilled. The following information was provided by the initial reporter: "preanalytical staff reports that the tube doesn't allow to be filled till the limit mark stated (they fill under the quantity)".